Event description:
It was reported there is a problem with the device test at 100 jul. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the defibrillator test was ran and passed. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.